Manufacturer narrative:
Cot was evaluated by the customer. The customer ordered parts and completed the repair themselves.

Event description:
It was reported in a service report that the retaining post bolt holding pin is stripped. No adverse consequences alleged.